Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the 1st obtuse marginal and one endeavor sprint rx drug-eluting stent implanted to the proximal lad. During staged procedure one week post index procedure, the patient had one endeavor sprint rx drug-eluting stent implanted to the proximal circumflex. It is reported that the patient suffered a myocardial infarction one day post staged procedure. It is unknown whether the reported myocardial infarction (mi) was related to the target vessel. The investigator indicated that the reported event was possibly related to study device. (Ref MFR # 2953200-2010-02471, 9612164-2011-01540, 9612164-2011-01541).

Manufacturer narrative:
Diuretic, lipid lowering drugs, clopidogrel and asa continued. (B)(4). Results: inherent risk of procedure (myocardial infarction).